Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed fluid intrusion on the wireless battery module. Wireless capabilities were inoperable due to corrosion on the wireless module flex and radio printed circuit board. The corrosion caused the components to fail. The device was rendered irreparable and was removed from service.

Event description:
It was reported that a spectrum wireless battery module suffered from fluid intrusion. It was also reported that there was no patient injury.